Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6:service & repair evaluation: the customer reported the device was broken. The repair technician reported the device was broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: visual inspection of the returned device performed at customer quality confirmed the condition of a broken handle, which agrees with the reported complaint condition. The black polyamide handle is broken at the distal attachment screw. The two screws which are holding the handle are still in place, remaining within the instrument. The broken off handle piece was returned and no fragments appear missing or unaccounted for. DHR review: the returned device was manufactured in april 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: no product design issues or discrepancies were observed during this investigation. Dimensional inspection: dimensional analysis around other parts of the broken handle could not be measured accurately due to the post manufacturing damage. Material analysis: the raw material was confirmed to be correct per the specification with no non-conformance noted. Conclusion: a definitive root cause for the plastic handle breaking on the returned 3 year old instrument could not be determined based on the provided information. The most likely cause is rough handling. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 314.291. Lot: 15-1713. Manufacturing site: selzach. Supplier: leitner ag. Release to warehouse date: 30. Apr. 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The customer reported the device was broken. The repair technician reported the device was broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot: part: 314.291, lot: 15-1713, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 30. Apr. 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the sliding mechanism was broken. Procedure outcome is unknown. Unknown surgical delay. Patient involvement is unknown. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).